Event description:
The pt only felt stimulation with positional changes. There was no known related accident or incident. The pt was seeking a new physician as his previous one had moved or retired. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).